Event description:
Our hospital recently purchased l.e.t. (Lidocaine, epinephrine, and tetracaine) topical gel that is compounded by quva pharma. This product is used in our pediatric emergency department, and would take the place of our own pharmacy's compounded product. The pharmacist who ordered this noticed that the syringe it is dispensed in, precise dose dispenser, is used for both oral and topical products. The label does state for external use only, but it is in very small letters. We are concerned that this could easily be confused with an oral medication. (B)(4).